Event description:
Graft rejection: in (B)(6) 2019 I had a breast lift with gala flex grafts placed for support. Shortly after I developed a skin anomaly that my surgeon said "I have never seen before", she suggested dermatology. Breast lift support during breast surgery.